Manufacturer narrative:
The device history record for m7072t501 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 20-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the "cap and clutch jumped loose, spring jumped out." This allegedly led to a leakage in the system. No further information has been provided.

Manufacturer narrative:
One used sample and one unused sample from the same lot were returned for evaluation. Visual inspection of the used sample revealed that the irrigation tubing had been cut, and the sample did not include the elbow portion. The plunger was not visible. The cap was removed from the irrigation tubing, and the proximal portion of the plunger was found inside the housing, upside down. The spring was not present. The unused sample from the same lot was examined and tested, and found to work correctly. The plunger was visible inside the port housing, and could be successfully actuated. The malfunction could not be duplicated on the returned lot sample. No root cause could be determined at this time. All information reasonably known as of 02 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 15-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Per additional information received 30 oct 2017, it was reported that when disconnecting a 2.5 cc syringe with saline solution from the syringe port, the cap and connector of the device disconnected. This caused a leak. The suction catheter was replaced.